Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer unlocks the pump the touchscreen is delayed in responding to presses. The customers blood glucose level was not impacted. The customer states to once having to wait about 30 minutes until successfully unlocking the screen. In addition, the customer reports that the pump is being loud during all deliveries. Troubleshooting was performed, the pump appears to be functioning as intended.